Manufacturer narrative:
The device was sent to an independent laboratory for culturing and the results are still pending. Upon completion of the culturing, the device will be evaluated. Additional information was provided regarding the cleaning, disinfection and sterilization (cds) processes at the facility. During pre-cleaning, the customer flushes the water channel and uses detergent alkazyme. During manual cleaning, the customer uses detergent alkazyme and brushes the operating/suction channel, the port of the operating channel and the distal end/area around the forceps elevator using vityl brushes (vdk-cb03-a20-c, trdk-cb-e, cj-kedb-a20-03). The customer uses disinfectant audios oxi/zyme for high level disinfection with a semi-automatic washer. The scopes are stored vertically in a cabinet without a drying function. Olympus is not the customer¿s maintenance company. The scope was sterilized. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the cysto-nephro videoscope tested positive for microbiological contamination. The issue was found during a routine culture of the scope. The sampling occurred at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where video cable had a leak, the bending section rubber glue was separated, and the connection tube was winkled. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.